Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead received multiple inappropriate shocks while at home. The patient was not symptomatic prior to the shocks. After about 10 shocks, the patient was taken by ambulance to the nearest clinic, where the physician on duty did not put a magnet over the device and did not contact boston scientific for assistance. The shocks continued until the battery capacity was depleted. The patient was later transported to another clinic and a device replacement procedure was performed. It was noted the leads were tested with normal measurements observed, and remain implanted with the new device. It was also reported that no save to disk could be performed and the shock episodes could not be reviewed, due to the depleted battery. The explanted device was returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device is expected for analysis but has not been received. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The review of device memory recorded 194 delivered shocks. Continuous charging of the high voltage capacitors caused the battery to deplete. A review of the associated electrograms showed noise on the right ventricular channel that worsened after shock delivery. Assessment of the noise noted it appeared consistent with either a lead-to-device connection issue or a lead fracture. Each of the setscrews was confirmed to operate as expected and high-powered visual examination confirmed lead seal rings marks that indicated the rv lead was fully inserted in the device header while implanted. Next, a lead was connected to the rv port to conduct further testing. No noise was reproduced when lightly manipulating the lead. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Analysis did not identify any device characteristics that would have caused or contributed to the reported inappropriate shocks. It is possible the currently implanted rv lead has a product performance issue; however, based on the report that testing at the replacement procedure yielded normal measurements this cannot be definitively confirmed.

Manufacturer narrative:
(B)(4). The device is expected for analysis but has not been received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead received multiple inappropriate shocks while at home. The patient was not symptomatic prior to the shocks. After about 10 shocks, the patient was taken by ambulance to the nearest clinic, where the physician on duty did not put a magnet over the device and did not contact boston scientific for assistance. The shocks continued until the battery capacity was depleted. The patient was later transported to another clinic and a device replacement procedure was performed. It was noted the leads were tested with normal measurements observed, and remain implanted with the new device. It was also reported that no save to disk could be performed and the shock episodes could not be reviewed, due to the depleted battery. The explanted device was expected to be returned for laboratory analysis. No additional adverse patient effects were reported.